Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified a hole in the device on the surface, red particles are also observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported right side device rupture confirmed by ultrasound. The device has been explanted.